Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tip of the inserter broke while inserting the cage. A new instrument was used to complete the procedure. No further details are known at this time.